Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in laparoscopic procedure, they have no clip in the device. They used another product to resolve the issue in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with fifteen clips remaining. Functionally; the handle was cycled, and the clip would not load properly. The handle was disassembled for visualization of internal components. The pusher bar was observed to be buckled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. The r oot cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.